Manufacturer narrative:
An event regarding audible noise and instability involving unknown knee was reported. The event was confirmed through clinician review of the medical records provided.  Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided medical information by a clinical consultant indicated: no examination of the explanted left tibial insert is available for review. The clicking sensation noted in the bilateral total knee arthroplasties may relate to either the ps post contacting the femoral component or subluxating patellar component. The insert change in the left total knee was indicated for soft tissue laxity that developed post-surgery. There is no evidence of factors associated with faulty implant design, manufacturing or materials being responsible for this clinical event. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: medical review has indicated that the insert change in the left total knee was indicated for soft tissue laxity that developed post-surgery. There is no evidence of factors associated with faulty implant design, manufacturing or materials being responsible for this clinical event. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including product details and product return are needed to fully investigate the event. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for revision of left knee. Patient called stating he had a left knee replacement done. Patient is experiencing clicking noise as he walks, instability and loosening. He stated his surgeon suggested a revision surgery, patient is not yet scheduled to be revised. Update 19-sept-2019: spoke to patient and he reported his left knee was revised on (B)(6) 2019. He also reported he had a right knee replacement done on (B)(6) 2018 and is experiencing clicking noises.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a left knee replacement done. Patient is experiencing clicking noise as he walks, instability and loosening. He stated his surgeon suggested a revision surgery, patient is not yet scheduled to be revised.